Manufacturer narrative:
Detailed product information was not provided to boston scientific. The lot number was asked by the initial reporter but was unknown by the account/customer. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that material separation occurred requiring additional intervention. Obsidio was selected for use in a gastroduodenal artery (gda) embolization procedure. Coils were deployed in the gda. Obsidio was then delivered from mid/distal gda to the proximal/distal gda. As the catheter was pulled back, hemodynamic flow reversal was observed going from the gda into the hepatic artery. Sheer thinning and an unstable cast, of obsidio, was observed as the catheter was pulled back towards the vertical segment of the gda towards the ostium. The shear thinned obsidio flowed from the gda into hepatic artery and branches. Non-target embolization in the liver and thrombosis occurred. More obsidio was delivered in an effort to stabilize the initial cast. The patient was admitted to the hospital for monitoring but is expected to fully recover.